Event description:
Philips received a complaint that the pic ix is not sending red alarms to the central station, although alarms are showing and alarming at the bedside. It is the only bed in that area experiencing this issue. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The biomed performed troubleshooting and the nurse explained the red alarm is visible at the central station but is not producing sound. The biomed examined the external speaker and found the connection was loose. They reconnected the speaker. A test was conducted by creating a red alarm and confirmed that sound can be heard. The issue was resolved by reconnecting the external speaker, the device remains in use at the customer's site.